Event description:
Procedure: ventral hernia repair. According to the reporter: the a patient developed feculent discharge from the incision after multiple violent coughing attacks at home. After four days of this discharge the patient came into the office. Upon inspection in the operating room the surgeon found that the biologic implant had split down the middle. Underlying adherent bowel had split as well in two separate places. Patient has developed another fistula unrelated to the biologic implant. There was a reported bowel injury. The biologic implant was removed and the bowel was repaired with a vicryl mesh in the patient.

Manufacturer narrative:
(B)(4).